Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department after hearing their device alert. The right ventricular (rv) lead had triggered an alert for a gradual increase to high pacing impedance. The rv lead remains in use. No patient complications have been reported as a result of this event.